Event description:
Spoke to patient. Patient reports that one of their cassettes were faulty which required them to use their last cassette a day early (today). I've confirmed with patient they have not used anything from their e-kit at this point and should not need to do so anytime soon with next shipment arriving tomorrow. No further information provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.